Event description:
A customer reported error message ¿2205 sorter dropped cup¿ on the aia-2000 analyzer. The customer stated the analyzer is dropping test cups. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse did not attempt to reproduce the error because fse visually found cups dropped from the sorter that was blocking the path of the reagent cup-tip lane. Fse resolved the complaint by removing all dropped cups and ran a sorter test with no errors. Fse validated the analyzer by successfully performing daily check, ran quality control without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number 10424810 from 29nov2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2205) sorter dropped cup cause: the cup hold sensor (pressure switch) failed to detect a cup after the cup release operation was performed on the cup - tip lane or the stc lane. Sorter operation is suspended. Solution: open the sorter¿s door and remove the dropped cup. Close the sorter¿s door to resume assay. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to blocked reagent cup-tip lane caused by dropped cups from the sorter.